Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user stated that since on (B)(6) 2025, her bg readings were in the range of 400 mg/dl to 500 mg/dl using her dario meter. The user also reported that due to the above, the user called her doctor, who doubled her dosage of metformin. The user added that she purchased a non-dario meter, which gave her bg readings in the 130 mg/dl to 150 mg/dl range. The user stated that she informed her doctor, who readjusted her metformin dosage back to the original dosage.

Manufacturer narrative:
While on the phone with dario's representative, an attempt to troubleshoot with the user was made, however the user refused and simply requested to cancel her membership. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.